Event description:
It was reported that locator fractured. Discovered at emergency visit. Locator screw fractured inside implant and can't be removed. Tooth #6. Implant was removed. Patient will have to return for new implant placement. Clinician placed puros bone graft + boimend membrane.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: additional PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
As part of each product experience investigation, zest performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, zest has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: root-cause or most likely root-cause cannot be determined based upon the information provided. The reported product experience condition cannot be verified lhr review: lot number was not reported, unable to conduct lhr review. Data review: part number was not reported, unable to conduct data review. Returned product evaluation: no product was returned to zest. On-hand inventory or retained product: lot number was not reported, unable to conduct review. Thread fracture during function: thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. Unable to verify that the reported event is associated with an abutment manufactured by zest dental solutions, as no physical evaluation can be performed due to the product not being returned to zest. Please note that zest dental solutions abutments have undergone thorough inspection to ensure they meet product specifications and configurations. Additionally, we have not encountered any concerns regarding the component materials for abutments returned from the field.